Manufacturer narrative:
(B)(4) use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was an incomplete connection between the transfer set and the patient line. The technical service representative explained the alarm and advised the reporter to start over with new supplies. The technical service representative reviewed proper procedures with the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.